Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned with the device. Visual inspection revealed that the hemostasis sheath was found to be mated with the evolution device handle. The deployment sleeve was in a complete forward lock position. The tamping tube was exposed from the tube and both distal and proximal green marker were still within the carrier tube assembly. The button on the handle was hard indicating that the gearbox has moved from its manufacturing position. The collagen could be seen exposed and tamped at the distal tip of the tamping tube. The collagen was further inspected under microscopy where the collagen appeared over tamped. There was no anchor visible. There was no obvious secondary break in the suture. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the deployment sleeve was not in the rear lock position where the color bands are expected to be completely exposed which resulted in the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the while pulling-back the whole angio-seal evolution device at the last step of device deployment, there was no resistance felt, and device was pulled out of the artery. Hemostasis was achieved with manual compression. With visual inspection collagen was noted partially compacted at the end of suture, which was about three centimeters outside of angio-seal sheath. There was no anchor visible next to the collagen. Patient does not have any issues with blood flow in the lower limb. Sheath size used was 6f. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. Pre deployment angiogram was performed. The patient condition was stable. Additional information was received 12december2019: the procedure performed was a interventional neurology procedure.